Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and primary analysis results revealed no anomalies found. Analysis of the leads is in progress and will be forwarded when completed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Event description:
The implantable pulse generator system was returned with no information. A database search by serial number revealed the patient had expired less than one year after the device was implanted. Follow up was unable to reveal any information about the cause of death or circumstances surrounding the death. No further follow up contacts exist. No complaints, allegations, or previous contacts regarding the device system or any of the individual components have been made.